Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: (B)(6) procedure report. Preop diagnosis: rule out colonic pathology prior to establishing intestinal continue. Postop diagnosis: normal colon. Procedure: colonoscopy. Indication: colonoscopy performed to assess colon following his surgery for diverticular disease which ended up in a hartmann¿s procedure after his 2nd operation. ¿(B)(6) 2006. (B)(6) operative report. Preop diagnosis: incisional hernia, colostomy. Postop diagnosis: incisional hernia. Colostomy. Procedure: colostomy takedown with diverting loop ileostomy. Assistant: (B)(6). Preop indication: colostomy, diverticulitis status post sigmoid resection with end colostomy and hartmann done elsewhere. Procedure in detail: ¿after the patient was induced into anesthesia, he was placed in the combined position with all pressure points appropriately padded. His abdomen and perineum were prepped and draped in a standard fashion. An incision through his old incision was made and carried down to the level of the fascia in the upper abdomen. The abdomen was entered, and there was no injury to underlying bowel. There were numerous adhesions to the anterior abdominal wall, but these were taken down sharply without much difficulty. There was a small ventral hernia right off to the left side of the upper aspect of the incision closure. Once the entire incision was freed up, lysis of adhesions was performed, freeing up the entire small bowel. There appeared to be a significant amount of bowel stuck up underneath the region where the splenic flexure had been taken down. This was all freed up without any difficulty. We then took down the stoma, and there was more than adequate length to reach down into the deep pelvis once the stoma was taken down. We then turned our attention to the pelvis. After a few minutes of dissection of the peritoneum and resurfacing of the pelvis, we found the staple line suture from the prior procedure. We then freed up circumferentially around this area until we had enough where we could staple without difficulty. We then prepared the colon for our anastomosis. The proximal colon at the stoma site was excised back to healthy colon, and 2-0 prolene was used as a pursestring to secure the anvil of a 28-mm end-to-end stapler. We then performed our anastomosis in the standard fashion without difficulty. Proctoscopy was performed which revealed good distension of the proximal colon without evidence of air leak. Both donuts were intact, but the distal donut was actually quite thin. Given the fact that it was a very scarred floor and the donut was thin, even though we did not have evidence of a leak, rather than risk having a major leak in this gentleman and converting to a permanent colostomy, I decided to perform a diverting loop ileostomy which the patient was well aware might happen. At this point in time, we constructed the stoma site in a appropriately marked site. We then irrigated the abdomen and policed it for hemostasis. Once it was fine, we then closed the wound in standard fashion with interrupted no. 1 vicryls, incorporating the prior small hernia site in the upper closure. Prior to closure of the abdomen, multiple sheets of seprafilm were placed underneath the incision and around the stoma. The wound was then closed with a running 3-0 monocryl after it had been soaked in betadine. Then, the ileostomy was matured in the standard fashion with interrupted 3-0 vicryls. The patient tolerated the procedure well and was taken to the recovery area in stable condition.¿ wound type: type iii ¿ contaminated. (B)(6) 2008: (B)(6). Radiology-CT abdomen/pelvis. Indication: hernia abdominal wall. Findings: a very large hernia of the right anterior abdominal wall contains the right and transverse colon and much of the small bowel. The liver extends partially through the wide mouth of this hernia. The skin covering the large abdominal wall hernia is incompletely demonstrated despite use of largest possible field of view. A separate midline anterior abdominal wall hernia is demonstrated superior to the umbilicus. (B)(6) 2008: (B)(6). Procedure report. Preop indication: screening colonoscopy. Postop diagnosis: normal colon. Normal-appearing anastomosis. Small portion of prolene suture seen at the anastomosis. Procedure: colonoscopy to cecum. (B)(6) 2008: (B)(6). Operative report. Preop diagnosis: large abdominal wall hernia. Postop diagnosis: massive abdominal wall defect, iatrogenic from elsewhere. Procedure: abdominal wall reconstruction. Left rectus muscle advancement flap. Left skin advancement flap greater than 300 cm2. Excision of abdominal wall skin ulcer. Assistant: (B)(6). Preop indication: treat symptoms. Drainage: 4 no. 10 jackson-pratt drains. Procedure in detail: ¿after the patient was induced into anesthesia he was placed supine on the operating table with all pressure points appropriately padded. The abdomen was prepped and draped in the standard fashion. The previous midline scar was completely excised, and then the upper abdomen was entered. Once the upper abdomen was entered we opened the entire incision under direct vision without injury to the underlying bowel. Fortunately he had numerous but very flimsy adhesions. We spent the next half hour lysing adhesions, the bulk of which were to this large defect which was approximately 20 cm x 30 cm involving his entire right abdominal wall. We took down all the adhesions, and fortunately there was no bowel coming through the skin, but right where the large ulcer is there is basically no skin there, it was just ulcer, but we were able to take away the bowel without difficulty. Eventually we freed up the entire abdominal wall edge from the right abdomen. Realizing that he also had very large multiple midline hernias I decided to mobilize a skin flap on the left side all the way from the inguinal ligament to the costal margin and to the flank allowing us to get good exposure to the abdominal wall on the left side. We then did a separation component procedure on the left side approximately 3 cm lateral to the edge of the rectus muscle. I incised the oblique fascia all the way down to the muscle. This allowed us to pull the abdominal wall another 4 to 5 cm over to the midline really narrowing down our area of defect. I then decided to explore the upper abdomen because of this CT abnormality which was thought to be an accessory spleen. My main concern was whether or not there was a gist tumor of the stomach. I palpated the entire wall of the greater curvature of the stomach because I could feel it with the ng tube in, and I could not feel any mass in the wall of the stomach. There was a tremendous amount of omentum and fat off to the side, and I was assuming that whatever this small nodule is is most likely an accessory spleen as it was certainly not in contact or in continuity with the stomach wall itself. Satisfied that there was no other mass that we had to deal with we began our abdominal wall reconstruction. We used a large 16 x 20 cm piece of thick alloderm and circumferentially secured it with about 3 to 4 cm of underlay along the right abdominal wall defect using interrupted no. 2 prolenes to secure it in place. We used the entire sheet to cover the defect, and eventually we were able to cover the defect with appropriate amount of tension on the alloderm and eventually get his entire abdomen closed. We then brought the left skin flap over as far as we could and started knitting it down to the abdominal wall after placing drains underneath the skin. The entire abdominal wall was reconstructed with the alloderm and the left lateral muscle advancement flap using no. 2 prolenes. Once we had that done and we knitted down the left abdominal wall skin flap after advancing it across the midline we then excised the skin ulcer on the right side and then began closure of the skin flap and the large redundancy of the skin on the right side over no. 10 jackson-pratt drains. We similarly used no. 1 vicryls to knit down the abdominal wall skin to the abdominal wall reconstruction, and then eventually after doing that we were able to close the midline skin incision with interrupted no. 2 vicryls and the 3-0 monocryls on the skin. The area where the ulcer was excised was closed in a similar fashion with 2-0 vicryls on the deep dermal layer and then 3-0 monocryl on the skin. The drains were secured with 3-0 nylon. A binder was placed. The patient was taken to the recovery area in stable condition.¿ wound type: type I ¿ clean. (B)(6) 2008: (B)(6). Pain management notes. Weight 95.5 kg. History hypertension; diverticulitis; hernias; sleep apnea diagnosed approximately 2000; hypothyroidism. Tobacco: 1 pk/day x 6 years, quit age 31. (B)(6) 2009: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: hernia abdominal wall; ? Recurrent hernia. Findings: since CT of (B)(6) 2008, abdominal wall reconstruction has been performed. There are herniated loops of colon and small bowel in the right anterior abdominal wall. 2 x 2.5 x 3.5 cm fluid collection in the right anterior abdominal wall is probably postoperative seroma. The examination otherwise has not significantly changed. Stable 3 cm soft tissue mall along the greater curve of the stomach may be a stromal tumor. (B)(6) 2009: (B)(6). Operative report. Preop diagnosis: recurrent hernia. Postop diagnosis: chronic stitch abscesses. Procedure: wound exploration. Removal of prolene stitch times four. Assistant: (B)(6). Preop indication: treat symptoms. Procedure in detail: ¿after the patient was brought into the operating room, he was anesthetized and placed supine on the operating table. His abdomen was prepped and draped in a standard fashion. There were four small draining sinuses, three in the midline and one off to the right lower abdomen where he had his massive abdominal wall defect from his prior surgery. These tracts were opened at the skin level by removing about a nickel-sized circumferential opening around them, and dissection along the chronic tract was carried down to the level of the fascia. At this point, we located the prolene stitch and the knot that was causing the chronic tract. The knot was removed on all four of them. At the midline one, there was a tract heading up towards another knot, and we removed it through the same opening. The wounds were then checked for hemostasis. The tracts were curetted at the base, and the wounds were irrigated with dilute hydrogen peroxide. Another check of hemostasis was made and was felt to be adequate. At this point, the wounds were packed, and the patient was awakened and taken to the recovery area in stable condition.¿ wound type: type ii ¿ clean-contaminated. (B)(6) 2011: (B)(6). Operative report. Preop diagnosis: abdominal wall defect. Postop diagnosis: massive abdominal wall defect. Procedure: ventral hernia repair with prolene-strattice mesh. Lysis of adhesions. Resection skin, subcutaneous tissue 4 x 2 cm, draining sinus. Abdominal wall reconstruction with implantation of allogenic mesh and prosthetic mesh. Assistants: (B)(6). Preop indication: decrease pain and promote healing, massive abdominal wall defect. Drainage: 2 channel drains. Graft/implant information: strattice mesh firm. Procedure in detail: ¿after the patient was induced into anesthesia, he was placed in the supine position, and the abdomen and the hernia defect were prepped and draped in a standard fashion. We entered into the upper abdomen where there was no previous incision and then continued our dissection and entry into the abdomen inferiorly. Fortunately, the adhesions were quite favorable and actually quite easy, and we opened this primary midline incision all the way down to the lowest extent of the previous incision. He had a massive hernia encompassing the entire right abdominal wall. There was basically no rectus muscle left, no midcomponent of the oblique muscles, all the way out to basically the superior iliac crest. Fortunately from the previous alloderm repair, the bowel was easy to take down from the skin and the alloderm flap, and basically, we were able to gently sweep down the entire bowel out of the hernia sac and place it into the abdomen. Once we had done that, we were able to identify the rim of actually quite robust and healthy remaining oblique muscle and fascia all the way up to the ribs superiorly and down to the iliac crest and then along the inguinal ligament. I then went on the back table and fashioned a large patch using the 25 x 30 cm piece of strattice and a 12 x 12 piece of prolene mesh. These were secured to one another with interrupted 2-0 prolene stitches. We then brought it up to the field, and with assistance of dr. Tran, we secured it firmly with interrupted no. 1 prolene sutures all the way around to the oblique, all the way up to and including the area of the ribs where no. 2 prolenes were used around the lowest ribs going above the ribs so as not to injure the neurovascular bundle. This allowed us to completely secure the lateral aspect of the patch and then work medial towards the midline. In the very upper aspect, we used interrupted no. 1 pds using through-and-through stitches to the abdominal wall. We placed approximately ten of those to the midline. We next pulled the patch medially and then using interrupted no. 1 prolene as well as a running prolene, we secured it to the good fascia edge on the left side. During this entire time, we made sure that there was no injury to the bowel underneath and made sure that the bowel only contacted the strattice. We buried all of the prolene stitches underneath the edges of which we sewed to so that there would be no prolene exposed to the subcutaneous space as this patient had chronic problems with stitch abscesses in the past. We then tacked down the remaining edges very carefully to the exposed portion of the mesh to try and minimize the area exposed of exposed mesh. Once we had that done, the dr. Tran placed two channel drains over the edge of the closure in the dependent portion. He then cut out the one area of the midline wound which had chronic sinus in it. This was completely excised. We then used multiple layers of pds sutures, 2-0 and no. 1 popoffs, to close the midline in multiple layers to prevent exposure of the mesh underneath. Once we had the wound almost completely closed, we then used 2-0 vicryls at the deep dermis level and then a running 3-0 monocryl. The drains were secured with 3-0 nylon. All the suture sites were closed with the monocryl and then dressed with some bacitracin ointment. At this point in time, the operation was concluded, and the patient was taken to the recovery area in stable condition. Dictated by dr. Cima.¿ intraoperative finding: massive ventral hernia. The linea alba is a stable structure. Superiorly, the lower ribs posteriorly very far-displaced semilunaris line that is now in the posterior axillary line. Inferiorly stable structure was retracted remnant oblique muscles and rectus muscle on the right side. This cuff of soft tissue was 3 cm above the iliac crest. ¿the medial draining sinus limited to subcutaneous tissue. It did not connect down to the well-incorporated alloderm. So far the usual prep and drape, I was called to the room and operated with dr. Cima. The midline incision was made over the old scar. After lysis of adhesion by dr. Cima, we then helped dissect and exposed the cuff of the oblique muscles and contracted remnants of rectus abdominis of about 6-cm piece that from pubis extended superiorly. This will provide a stable structure for our mesh sewing on the inferior aspect. The lateral aspect was the far-displaced semilunaris line. Superiorly, the superior aspect of the ribs would allow us to place sutures around medially the linea alba. Multiple no. 1 prolene sutures were placed and tagged. The mesh was then placed into position, and I then proceeded sewing from the inferior aspect, right lateral aspect, and over the posterior ribs, and then dr. Cima proceeded with the rest of the mesh placement. Multiple no. 2 pds sutures were then used to tack the accessory redundant yet attenuated overlying soft tissue back onto the prolene mesh in attempt to decrease the fluid accumulation. And then the subcutaneous tissue reapproximation done with no. 2 pds interrupted buried. Two 15 channel drains were brought out just lateral to the semilunaris line on the left side far away from the dense, thick flap. The superior drain had a drain tunnel bleed which required subcutaneous exploration. Anterior rectus sheath was opened to identify a muscular bleeding branch. We used 2-0 vicryl suture ligature to stop that bleed. Fascia on the left side was then closed using 2-0 pds interrupted times two. The rest of the subcutaneous tissue reapproximation was done by dr. Cima. Drains sewn into place with 3-0 nylon. Finally, the draining sinus on the right side of the midline was excised using scalpel and down through viral subcutaneous tissue. We did not violate the well-incorporated alloderm. The granulating wound on the far lateral right lower quadrant was left alone. We did not want to resect that for fear of exposing the new mesh that we just placed in position. The rest of the skin closure will be done by dr. Cima. I spoke to the patient¿s wife about my portion of operation. Dictated by dr. Tran.¿ wound type: type I ¿ clean. Implant procedure: incisional hernia repair with gore-tex dual-faced mesh. Implant: gore® dualmesh® biomaterial [1dlmc03/8634031, 1mm 10 x 15]. Implant date: (B)(6) 2011 (hospitalization [ni]) (B)(6) 2011: (B)(6). Operative report. Preop diagnosis: abdominal wall hernia. Postop diagnosis: incisional hernia. Assistant: (B)(6). Preop indication: incisional hernia. Procedure in detail: ¿after the patient was induced into anesthesia his abdomen was prepped and draped in a standard fashion. An iodoform drape was also placed over the abdomen right in the area where we could palpate the defect. We reopened the previous skin incision and dissected the tissue away from the hernia sac. We could feel the edge of the mesh superiorly and laterally from his previous repair. We could clean up and feel the lateral edge of his biological abdominal wall on the lower aspect. Clearly we could not close this primarily, and I brought up a piece of the gore-tex mesh with two sides on it. We parachuted it as an underlay with transabdominal wall stitches superiorly. Stitches went through the abdominal wall as well as the previous mesh. This was secured in place with no. 1 prolene sutures. Then inferiorly we used no. 1 prolene sutures again, going through the native abdominal wall and secured the mesh as an underlay. Once we had the whole mesh secured circumferentially we then loosely closed over the hernia sac with interrupted vicryls. Before doing that we irrigated the mesh with antibiotic solution. We then closed multiple layers of skin with deep dermal vicryls and 3-0 monocryls. The small skin incisions used for the transabdominal stitches were closed with dermabond and a steri-strip. Patient tolerated the procedure well and was taken to the recovery area in stable condition.¿ wound type: type I ¿ clean. Unknown: (B)(6). Implant record. Implant name: patch dual mesh 1mm 10 x 15. System #: 12805. Catalog #: 1dlmc03. Lot #: 8634031. Po #: 6213213. The records confirm a gore® dualmesh® biomaterial (1dlmc03/ 8634031) was implanted during the procedure. Relevant medical information: (B)(6) 2012: unitypoint health cedar rapids. Preoperative testing. Diagnosis: cervical spondylosis; unspecified gastritis and gastroduodenitis without mention of hemorrhage. History methicillin resistant staphylococcus aureus carrier, 2010; vancomycin resistant enterococcus carrier, 2005; ileostomy closure, 2007; colectomy, partial resection 2005. Former smoker, quit 1972. (B)(6) 2012: family practice associates. (B)(6). Office notes. Seen for pre-operative evaluation for neck surgery. Active problems: obesity. Weight 230.8 lb., bmi 37.3. Exam: abdomen obese, bowel sounds present. Impression: benign essential hypertension; obesity; hypothyroidism; cervical spondylosis; obstructive sleep apnea. (B)(6) 2012: (B)(6). Nurse notes. Patient has a small area to the right of the umbilicus. Purulent drainage noted on band aide. Patient reports he called dr. Hlavin¿s office today and they said to still come to surgicare. Patient has had numerous abdominal surgeries and has many scars on abdomen. Reports the area opens up on the abdomen on and off now for 3 years. (B)(6) 2014: (B)(6). Emergency room visit. Presents to the emergency department for evaluation of fever and draining abdominal wound. He has a very complex abdominal surgical history. Has had a draining wound in the anterior abdominal wall for several months. Has been running a fever to maximum temperature of 102 f over the last couple of days. Has also noticed increasing redness and hardness to the area around the incision. Does wear an abdominal binder and thinks perhaps he wore one that was too small which may have started some of this. Weight 92.987 kg., bmi 31.18. Exam: abdominal soft, bowel sounds are normal, exhibits no distension and no mass, no tenderness. Skin: there is erythema. Cellulitis and induration to the area surrounding the abdominal incision. Small draining wound at the right lateral edge of the transverse incision. Lab: wbc 13.3 h (4.5-11). Impression: cellulitis, abdominal wall. Plan: admit. (B)(6) 2014: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: anterior abdominal wall surgical wound draining pus, evaluate for abscess. Findings: postoperative changes in the right lower abdominal wall, status post hernia mesh repair. Edematous or inflammatory changes in the mid and lower right abdominal wall. Several relatively thin fluid collections in the right lower abdominal wall between the abdominal wall muscular layers, with some extension into the overlying abdominal wall fat. The largest of these measures approximately 6 cm in maximal dimension and 1.4 cm in thickness. These are compatible with seroma. No specific evidence of abscess in the abdominal wall or adjacent abdominal cavity. Impression: postoperative changes in the right lower abdominal wall including prior hernia mesh repair. Small fluid collections in the right lower quadrant abdominal wall, largest measuring 6 cm x 1.4 cm, suggestive of seroma rather than abscess. (B)(6) 2014. (B)(6). Lab-wound culture. Source: fistula. Gram stain: moderate granulocytes. Few gram positive cocci. Culture findings: moderate staphylococcus aureus. Organism: moderate staphylococcus aureus. (B)(6) 2014: (B)(6). History and physical. Has had multiple abdominal surgeries related to hernia repairs including placement of mesh mostly done at the mayo clinic, who has a chronic draining fistula in abdominal wall. Reports that he recently went on vacation to florida and prior to leaving, purchased a new abdominal binder, which he used during his vacation, which has had more tightness and pressure than previous binder. Reports that while this seemed to help hernia during time wearing it, noticed that the abdominal wall fistula seem to be putting out increasing amounts of purulent type material, and then over night yesterday, started having redness surrounding the area, which he attributed to the binder, so he stopped wearing it, but today felt that the area was more firm to the touch and was feeling fatigued and chill, so came to the emergency room where he was found to be febrile. Reports that he has had this fistula evaluated both by his surgeons at mayo clinic as well as locally by dr. Renz and that multiple surgeons have told him and his wife that the risks of surgical intervention probably outweighed the benefits and to leave the fistula alone. Weight 92.987. Exam: abdomen soft, obese, non-distended, no guarding or rebound tenderness, bowel sounds positive; anterior wall with ~3 mm diameter wound draining thick purulent material without foul smell at lateral transverse incision site scar with surrounding erythema, warmth, induration, and pain which was marked and ~12¿ at greatest length horizontally and no focal fluctuant regions. Impression/plan: sepsis; cellulitis, abdominal wall; fistula; obesity.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, drainage of abdominal wall abscess, pus-draining abdominal sinus, chronic open and non-healing wound. Additional event specific information was not provided.